Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. A separate report will be filed for the second valve. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a large annulus, severe paravalvular leak (pvl) was noted due to the position of the valve. During an attempt to reposition the valve, a snare was used and dislodged the valve. An attempt to implant a second transcatheter bioprosthetic valve was made with the use of a snare but the second valve dislodged and was implanted deep. Moderate pvl was reported. A third transcatheter bioprosthetic valve was successfully implanted and mild to moderate pvl was noted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: based on the description of the event, the pvl appears to be due to implant position at implant on the first valve. Ultimately, the subsequent valve was implanted successfully with mild to moderate pvl, which was deemed acceptable residual condition per the physician as no further treatment was taken. It should be noted that retrieval after partial deployment is not recommended in the IFU. This event does not allege a device malfunction occurred.